Event description:
A unit of frozen cord blood stem cells was received by the transplantation facility in from the cord blood bank. The unit had been stored and shipped in the vapor phase of ln2. All transport and storage conditions were in compliance with established protocols. Upon receipt at the transplantation facility, the unit identification was being checked in the vapor phase of ln2 before submersion into ln2. During the ID check, the customer reports that the unit "exploded" inside of the cassette. The bag broke before any contact with ln2. The storage and thawing of the unit at transplantation facility was doner per established protocol. Customer has returned to pall medical on dry ice what remains of the unit and its contents. At the time of the break, a patient was undergoing ablative therapy in preparation for transplantation was initiated immediately. The transplantation facility elected not to use the unit, and transplanted instead a second choice unit. At the time of this report, there were no adverse sequelae reported after the event, however, it was unclear if there would be any later adverse sequelae due to this substitution.